Manufacturer narrative:
3003721894-2018-00146 is associated with a(B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Accidental ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via interactive digital media (B)(6) and described the occurrence of accidental device ingestion in a patient who received corega unknown for product used for unknown indication. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the accidental device ingestion to be related to corega. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer buying the wrong corega. A bread that he/she ate and it undo under the denture. The consumer hope they market a better glue because he/she swallow a lot of glue(accidental ingestion). The action taken of corega was unknown.